Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. Reportedly, the customer was able to observe insulin dripping at the end of the infusion set tubing prior to calling tandem technical support. Additionally, the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 200 units of insulin, and after the occlusion alarm occurred, the insulin gauge remained static at 70 units of insulin. Review of pump history with tandem technical support confirmed that the customer was receiving insulin. The customer reported blood glucose (bg) level of 321 mg/dl, which was addressed with manual injections. Additionally, the customer stated bg level was also due to a high stress level that was unrelated to the pump or supplies. The customer declined to reload the cartridge with tandem technical support to obtain a more accurate fill estimate, and confirmed that the supplies would be changed at a later time.